Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7084902.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a full spinal cord stimulator (scs) explant procedure. All explanted device components were discarded and will not be returned.